Manufacturer narrative:
The performance testing of the instrument was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer has now programmed their analyzers to automatically repeat all troponin results that are above 14 pg/ml. The provided pre-analytical information showed that the centrifuge spin time was too short and the speed was too fast. The analyzer alarm history contained a conspicuous event, an abnormal aspiration alarm. This alarm is typically associated with poor sample quality. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay result from a cobas 8000 e 602 module from 1 patient that had presented with chest pains. The initial tnt hs result from sample a was 413 pg/ml. On either (B)(6) 2019, sample b was tested on the same instrument with a tnt hs result of 6 pg/ml. Both the results from sample a and sample b were reported outside of the laboratory. Due to the difference in the results from the two samples, sample a was retested. On (B)(6) 2019, sample a was tested on another cobas e602 with a tnt hs result of < 5 pg/ml. The tnt hs reagent lot was 38154700 with an expiration date of 31-may2020.